Event description:
It was reported that the device had a reset. The current status of the device is unknown. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a reset. The current status of the device is unknown. No patient complications have been reported as a result of this event. It was further reported that the device was reprogrammed and remains in use.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.